Manufacturer narrative:
Beckman coulter customer technical specialist evaluated the dxc 600i chemistry analyzer, and the customer observed samples contaminated with cap piercer fluid due to a defective blade. The fse replaced the blade wick assembly to resolve the issue.section a2, a4, and a5: information not provided by customer.the beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) and total protein (tp) patient results on their dxc 600i clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.